Manufacturer narrative:
Complaint reference: (B)(4).

Event description:
It was reported that revision surgery was performed due to unknown reasons. Bicon-plus pe insert antil 6/32 non-cem, bicon-plus titanium shell 6-59 non-cem and cocr head 32mm 12/14 xlong+8 were explanted.

Manufacturer narrative:
We acknowledge we have sent an initial MDR to FDA as part of the vigilance activities of smith and nephew. Nevertheless, it has come to our knowledge, through the investigation process, that part/lot number of the reported device 75003743, lot (d0601563) is not registered in the us market and, therefore, does not meet the threshold for reporting and is a non-reportable event.